Event description:
This case involves a 9-year-old girl with spinal cord injury (gangliocytoma at c7-t3) and paraplegia at t6. She presents with various sensory disorders, including perineal pelvic anesthesia. Over the past 6 months, she has undergone nearly daily treatment for colorectal dysfunction using peristeen, without any issues. A nurse administered the peristeen plus system with a small balloon catheter to a 9-year-old girl with chronic constipation. This procedure is a routine practice for this patient. However, the catheter was mistakenly inserted at the vaginal level. The patient, who has loss of sensitivity, did not report pain or unusual sensations. As a result of this incident, the patient required surgery to address a lesion (rupture) of the posterior vaginal wall. Post-operative follow-up, including a CT scan, showed a satisfactory outcome, and no further surgical follow-up was necessary. The patient has been readmitted to the day hospital, and peristeen treatment has been resumed. No additional information required.